Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number 30103203 item name g7 vit e neutral lnr 32mm c lot # 65010145. Item number 00625006535 item name bone scr 6.5x35 self-tap lot # j6829870. Item number 00625006525 item name bone scr 6.5x25 self-tap lot # j6846724. The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported during an initial procedure the liner wouldn¿t engage loosening the cup. Acetabulum broke during surgery. Bailed to mallory head with additional screws and new liner. Attempts have been made and additional information on the reported event is unavailable at this time.